Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which remained between 54-500 mg/dl. Initially, reloading the original cartridge did not resolve the issue, so the customer loaded a new cartridge following guidance from technical support, which successfully resolved the problem and allowed resumption of insulin therapy.